Manufacturer narrative:
Evaluation summary: the reported condition of misprogramming due to user error was confirmed during pal laboratory evaluation . The user ahd pressed the stop key. The pump will not automatically switch from piggy to primary until piggy infusion is complete. The user reprogrammed the piggy rate to 10.2 ml/hr, then powered pump off / on and then reprogrammed the piggy volume to 0 ml and the powered the pump off again. When powered back on this makes it look like the piggy infusion had counted down to 0 ml. If piggy volume was allowed to completely infuse, the pump would have then automatically switched to the primary infusion. There is no CAPA in process for addressing or investigating issues related to misprogrammed.

Event description:
The device was running on the secondary infusion of levaquin 100ml/ hr. When the device was switched back to the primary infusion of dobutamine 10.2ml rate in concentration of 500mg/250ml, the device was still running at the secondary infusion rate. The event occurred during patient infusion. The hospital representative stated that patient complained of "feeling funny". The infusion was stopped. Medical intervention is unknown at this time. No additional information is available at this time.